Event description:
During a spinal fusion, a piece of one of the percutaneous pins being used in a stereotactic frame broke off in the posterior iliac crest. The pin originally measured 150mm on insertion but was 127mm when removed. The piece was left in the posterior iliac crest because it was considered to be in a benign position.